Event description:
The tps micro driver was sent for evaluation because it was allegedly running without user activation. It is unknown if there was pt involvement, procedure delay or adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed that the socket holder contact pins were burnt; the red wire on the solder connection not to specification, and there was excessive gear noise.